Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watermarks inside the light guide rod and no image. A root cause could not be identified. Based on the results of the investigation, it is likely e315 error and no image were due to the watermarks inside the light guide rod. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed a e315 error (incompatible scope). The issue was discovered during reprocessing of the device. There were no reports of patient involvement.